Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 11, 2007, the lay user/patient contacted lifescan alleging that her one touch ultra meter was not powering on. The power issue first occurred approximately at 8am in 2007. The patient continued to take her usual diabetes medications (avandamet) and reportedly developed symptoms of sweating and anxiety after the issue began. The patient admitted that the battery was not replaced per the owner's manual. The customer service representative asked the patient to replace the battery and noted that the power issue was resolved. Although there was no indication that the product malfunctioned, this complaint is being reported because the patient allegedly developed symptoms of sweating and anxiety after the power issue began. Replacement products were sent to the patient.